Manufacturer narrative:
During the angioplasty procedure, it was reported that the smart flex 5x200 vas 120cm stent would not deploy. There was no patient injury. During the procedure, an attempt was made to release the smart flex stent; however there was a failure in the device. Although all recommendations were followed and with no doubt that the procedure was performed correctly, the stent release did not materialize; removing all system without the release of it. The equipment became unusable. The product was returned for analysis. One non-sterile smart flex 5x200 vas 120cm stent delivery system (sds) was returned. Per visual analysis there was a kink noted in the outer sheath tubing and the stent was partially deployed from the system. The female luer was found separated from the outer sheath tubing. These attributes were inspected further: the kink was measured to be approximately 64mm from the proximal end of the outer sheath tubing, at the tip of the stainless steel pusher shaft. The stent was measured to be deployed approximately 23mm. The female luer to outer sheath bond separation was analyzed by inspecting the luer and examining the membrane of the outer sheath tubing. The fill level of the uv adhesive in the luer was found to be within the specification of 11-16mm from the proximal end. Additionally, adhesive residue typical of a pre-existing bond was found on the surface of the outer sheath tubing. The heat shrink was also fully shrunk to the luer, but had detached from the outer sheath during separation. These characteristics do not indicate that the bond separation was a result of the manufacturing process. Per functional analysis an attempt was made to deploy the remaining length of the stent. Using a force gauge to determine the deployment force, the stent completely released from the system with the application of 5.81lbs of force. The bond strength requirement for the outer sheath to female luer bond is 5.0lbs, so the bond separation likely occurred as a result of the deployment force exceeding this requirement. Upon deployment, a second kink was discovered, this time in the guide wire tube, approximately 15mm from the proximal end of the distal tip. The kink was present in the guide wire in the region of the stent that had deployed during the procedure; therefore it did not inhibit deployment and was not a cause of the deployment difficulty. Since the system was received with the guide wire unsupported, it is likely that the kink occurred after the procedure or during return shipping. Per dimensional analysis the deployed stent was visually inspected to have no deformities, and was measured. The length was found to be 188mm which is within the 184mm to 190mm length specification. After deployment, the entire length of the catheter was inspected for damage. No kinks or other deformities were found apart from those previously mentioned in this report. The system was then disassembled and a section of the catheter with the kink in the outer sheath tubing was cut open and the inner surface inspected under a microscope. No damage to the braid was visible. A device history record (DHR) review of lot 34552 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty ¿ partial deployment¿ and ¿outer sheath ¿ separated¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural factors may have contributed to the event as evidenced by kinks noted on the outer surface during analysis. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
During the angioplasty procedure, it was reported that the smart flex 5x200 vas 120cm stent would not deploy. There was no patient injury. During the procedure, an attempt was made to release the smart flex stent, however, there was a failure in the device. Although all recommendations were followed and no doubt that the procedure was performed correctly, the stent release did not materialize; moving all system without the release of it. The equipment became unusable. After the device was analyzed by fal, it was discovered that the outer sheath was separated and the stent was received partially deployed.